Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/dr.removed device and fragments"), device dislocation ("essure right coil not seen on hsg/when I had it placed only one took") and genital haemorrhage ("abnormal bleeding/bleed for 1and 1/2 month") in a 25-year-old female patient who had essure (batch no. 1712056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian mass, ovarian cyst, corpus luteum cyst, blood pressure high since 2003 and morbid obesity. Concomitant products included chlortalidone (chlorthalidone) since 2016 and losartan since 2016. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain/pain before and after menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), back pain ("back pain"), procedural pain ("painful post-operative recovery") and abdominal distension ("flatters in my stomach, bloating issue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, weight increased, hormone level abnormal, back pain, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, constipation, mood swings, hot flush, migraine and abdominal distension had resolved and the device dislocation and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, constipation, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved current weight: 250.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of left tube / right coil not seen a dye test was performed and only one of the essure devices passed the dye test. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: abnormal uterine bleeding, pelvic pain.concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: bloating most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. New reporters added and reporters information updated. Outcome of events updated concomitant drugs, concomitant disease were added. Event: bloating was added from social media. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("essure right coil not seen on hsg") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 1712056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian mass, ovarian cyst and corpus luteum cyst. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), back pain ("back pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and dilatation and curettage) and surgery (laparoscopic bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, back pain, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, constipation, mood swings, hot flush and migraine had resolved and the device dislocation, genital haemorrhage, dyspareunia, hormone level abnormal and procedural pain outcome was unknown. The reporter considered back pain, constipation, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of left tube / right coil not seen a dye test was performed and only one of the essure devices passed the dye test. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: abnormal uterine bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. New reporters added. Plaintiff¿s demographics and concomitant disease added. Essure indication updated and lot number added. New event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), device breakage, constipation, mood swings, hot flashes, migraines/headaches were added. Events gastrointestinal problems and digestive problems deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/dr. Removed device and fragments"), device dislocation ("essure right coil not seen on hsg/when I had it placed only one took") and genital haemorrhage ("abnormal bleeding/bleed for 1 and 1/2 month") in a 25-year-old female patient who had essure (batch no. 1712056-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian mass, ovarian cyst, corpus luteum cyst, blood pressure high since 2003 and morbid obesity. Concomitant products included chlortalidone (chlorthalidone) since 2016 and losartan since 2016. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain/pain before and after menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), back pain ("back pain"), procedural pain ("painful post-operative recovery") and abdominal distension ("flatters in my stomach, bloating issue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, weight increased, hormone level abnormal, back pain, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, constipation, mood swings, hot flush, migraine and abdominal distension had resolved and the device dislocation and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, constipation, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved current weight: 250.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of left tube / right coil not seen a dye test was performed and only one of the essure devices passed the dye test. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: abnormal uterine bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure right coil not seen on hsg") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal problems"), dyspepsia ("digestive problems"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), back pain ("back pain"), pelvic pain ("pelvic pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, gastrointestinal disorder, dyspepsia, weight increased, hormone level abnormal, back pain, pelvic pain and procedural pain outcome was unknown. The reporter considered back pain, device dislocation, dyspareunia, dyspepsia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of left tube / right coil not seen incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.